Event description:
It was reported that the air bubble alarm on the pump did not turn on when the saline solution ran out of liquid, resulting in air inside the tube. There is the potential for pt injury due to air being introduced into the pt if the pump does not stop. No pt injury was reported for this event.